Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3005573 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 3005573 (100 tubes) were available for inspection. The retention samples showed no media defects or evidence of contamination/turbidity in 100/100 tubes from visual inspection. For further investigation, ten uninoculated retention tubes were incubated. Five tubes were placed into the 33¿37-degree celsius incubator and five tubes were placed into the 20-25-degree celsius incubator. At seven days incubation no microbial growth or turbidity of the media was seen in 10/10 incubated retention tubes, and under uv light the incubated tubes did not show any increased fluorescence to indicate microbial growth. Retentions were also performance tested for growth and antibiotic susceptibility. All performance testing for growth and antibiotic susceptibility was satisfactory per qc procedures and in accordance with the certificate of analysis. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, there was a false positive result. There was no report of patient impact.